Event description:
It was reported that the patient is deceased. Review of stored episodes revealed there was some minor undersensing of ventricular fibrillation (vf). Vf cycles were outside the programmed zone consistently. There was no integrity issue noted. It was further noted that defibrillation threshold testing was not performed at implant. No additional information was provided.

Manufacturer narrative:
Corrected information: sex, date of birth.